Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude on its r waves. At a later date, this s-ICD system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting as well as programming options. Subsequently, this electrode was explanted and a new electrode was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude on its r waves. At a later date, this s-ICD system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting as well as programming options. Subsequently, this electrode was explanted and a new electrode was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.